Event description:
It was reported that the clinic observed a progressive loss of channels viable for stimulation. An accident or trauma is unk.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.